Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-oct-2018 with the following findings: a review of the pump black box showed a cs 128 replace battery alarm due to a sudden voltage drop on (B)(4)-2018. A visual inspection of the pump revealed the battery compartment was cracked at the threads. There was evidence of moisture corrosion inside the battery compartment. The returned battery cap was able to fit securely to maintain an electrical connection. The pump powered on with audible tones and vibrations indicating that there was power to the pump. The pump electrical current draws were within specification. The pump was exercised for 24 hours with no power interruptions occurring. The pump¿s cover was removed and no evidence of moisture or loose components were observed to the power printed circuit board. The complaint of power was shown in the pump history but was not duplicated during investigation, however, moisture was confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter noted that there was moisture corrosion in the battery compartment. The reporter also stated that the battery was hot to the touch when it was removed from the pump. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.